Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to verify or duplicate the reported issue. The device recognized shockable rhythms and delivered shocks successfully. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that after delivering the first shock, the device went into service mode and dumped the charge. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.